Event description:
An olympus bipolar cord that is used for prostate resections did not function when engaged for use. Troubleshooting did not resolve the issue and the case was switched from bipolar to monopolar which required different product and equipment be opened for use.====================== health professional's impression======================the cord failed to function properly.